Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported deflation issue could not be determined. Possible factors that may contribute to a deflation issue include, but are not limited to, deflation technique, tortuous anatomy, contamination in the inflation lumen, or damage to the guide wire and/or inflation lumen. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in left superficial femoral artery (sfa). The 6x200mm armada 35 balloon dilatation catheter (bdc) used in the procedure and the balloon was inflated to nominal pressure. However, the balloon would not deflate. The physician pulled negative several times and the balloon started deflating. The balloon was removed without issue partially deflated. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.